Event description:
A physician attempted arteriotomy closure using the starclose device after an unk procedure. Four days later, the pt presented with a pseudoaneurysm which was treated with another brand of device and a thrombin injection. The current status of the pt is unk.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.